Manufacturer narrative:
The returned device was evaluated, and initial leakage and electrical safety tests were performed. The device failed the distal end insulation inspection. Due to a crack on distal end cover, insulation resistance value at distal end does not meet the standard value. The distal end cover had a dent. The air/water cylinder and suction cylinder was discolored. The up/down knob had corrosion and right/left knob had discoloration. The switch box had discoloration. The grip was shaved. The electrical connector, scope connector and mouthpiece were corroded. Due to clogging of air/water-tube, no air or water was fed. The light guide lens had a crack. Connecting tube had buckling. Universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the distal end and channels of the colonovideoscope were defective. The issues were found during an unknown procedure. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by handling the device in accordance with the following instructions for use: IFU states the detection method in olympus cf type q165l/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in olympus cf type q165l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.